Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h330 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h330 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. A review of the customer supplied photographs verify the drive tube leak/break as a blood leak can be seen on the overmold of the drive tube, and on the centrifuge chamber walls. The leak appears to have occurred between the upper and lower bearing stop. The exact location of the leak site cannot be determined based on the photographs provided. A material trace of the drive tube used to manufacture kit lot h330 showed no non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The drive tube leak was verified based on the provided photographs; however, the root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 489 ml of whole blood was processed at the time the leak occurred. The customer reported the drive tube appears to be intact. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer has returned photographs for evaluation.